Manufacturer narrative:
This complaint is not confirmed. Although there is no faulty sample returned, the less documentation of the incident shows obvious signs of bad positioning/movement of the catheter into the patient heart which causes cardiac tamponade. In the product's IFU we warn: "check correct positioning according to the local recommendations prior to commencing an infusion." And we warn: "complications associated with percutaneous catheters include vessel wall perforation, cardiac tamponade, haemorrhage, pleural and mediastinal injury, air embolism, catheter embolism, thoracic duct injury, septicaemia, bacteraemia, thrombosis, and accidental arterial puncture. The catheter had been used for 9 days before problems occured and patient died. We could only assume that the catheter migrated into the heart because of bad fixation. We didn't get the xro or information if the catheter snapped or ruptured and only a catheter fragment causes the cardiac tamponade. Having checked our batch history records, no abnormalities were found. This is the first complaint for batch no(B)(4) and the first concerning a cardiac tamponade since 15 years on code 2184.00. Each catheter is flow and leak tested, a randomly tensile testing is done and each catheter is advanced through the needle and this pair stays together and is finally packed. A manufacturing defect is very unlikely in this case but without having the sample available for examination we could not do further analysis.

Event description:
The (B)(6) 2017 insertion of code 2184.00 for parenteral infusion. The (B)(6) 2017 at 4-5 hours , sudden serious deterioration with shock. Death at 6h45. In post mortem, pericardial punction with infusion solution. The blood sampling shows no sepsis. Likely cause cardiac tamponade after parietal perforation. The catheter was placed with the usual recommendations and xr control. It was fixed at a length where its distal part were placed at the extremity of the cava vein.

Manufacturer narrative:
The results of this investigation are still pending and will be communicated to FDA with in thirty days of its conclusion via followup MDR.

Event description:
The (B)(6) 2017 insertion of code 2184.00 for parenteral infusion. The (B)(6) 2017 at 4-5 hours , sudden serious deterioration with shock. Death at 6h45. In post mortem, pericardial punction with infusion solution. The blood sampling shows no sepsis. Likely cause cardiac tamponade after parietal perforation. The catheter was placed with the usual recommendations and xr control. It was fixed at a length where its distal part were placed at the extremity of the cava vein.